Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, the hub disconnected from the endotracheal tube. The customer reported that when they connected the patient to a ventilator, the tube was stretched which allowed the hub to separate. The customer reported that there was no patient harm and that they did not need to re-intubate the patient. It was reported that the customer discarded the sample so it is not available for return. They reported that no further information was available.